Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have been returned and are currently under evaluation. There is no information available at this time to suggest a device malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away around 3:00am on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated twelve times during the event. The patient was reportedly not feeling well the prior evening and the patient's breathing was shallow, but the patient did not want to go to the ER for evaluation. At approximately 02:50:35 the patient was in a severe bradycardia that transitioned to an idioventricular rhythm and then degraded to asystole. Between 03:14:07 and 03:35:28 the lifevest delivered twelve treatments during asystole. Intermittent cardiac activity and low-amplitude cardiac input signal contributed to the false detections. The patient remained in asystole following the treatments. The electrode belt was disconnected at 04:41:36. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.